Manufacturer narrative:
Additional information: d.9., g.1., h.3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that there was a dialyzer blood leak. In a follow up, a technician reported that the dialyzer blood leak occurred immediately at the start of the patient¿s hemodialysis (hd) treatment. The technician said the leak was not visually seen in the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. The patient¿s estimated blood loss (ebl) was 150 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.

Manufacturer narrative:
Corrected information: d.10.

Event description:
A clinic manager reported that there was a dialyzer blood leak. In a follow up, a technician reported that the dialyzer blood leak occurred immediately at the start of the patient¿s hemodialysis (hd) treatment. The technician said the leak was not visually seen in the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. The patient¿s estimated blood loss (ebl) was 150 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that there was a dialyzer blood leak. In a follow up, a technician reported that the dialyzer blood leak occurred immediately at the start of the patient¿s hemodialysis (hd) treatment. The technician said the leak was not visually seen in the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. The patient¿s estimated blood loss (ebl) was 150 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device is available to be returned for evaluation.